Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation") and migraine ("migraines"). The patient was treated with surgery (underwent removal due to complications from the essure device) and surgery (underwent removal due to complications from the essure device). Essure was removed. At the time of the report, the perforation, device dislocation, hypersensitivity, menstrual disorder and migraine outcome was unknown. The reporter considered device dislocation, hypersensitivity, menstrual disorder, migraine and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available) hysterosalpingogram on (B)(6) 2011 essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device- location of device: omentum") and ovarian cystectomy ("left ovarian cystectomy") in a 27-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cystectomy (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian cystectomy, hypersensitivity, menstrual disorder, menorrhagia, dysuria, urticaria, depression and anxiety outcome was unknown and the migraine and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2018: CT abdomen and pelvis without contrast, impression: nonobstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Event added: depression and mental anguish, migration of essure device - location of device : omentum. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation/ migration of essure device- location of device: omentum") in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysuria ("dysuria") and urticaria ("hives"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) with left ovarian cystectomy). At the time of the report, the intestinal perforation, hypersensitivity, menstrual disorder, menorrhagia, dysuria and urticaria outcome was unknown and the migraine and vaginal haemorrhage had resolved. The reporter considered dysuria, hypersensitivity, intestinal perforation, menorrhagia, menstrual disorder, migraine, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. On (B)(6) 2018 : CT abdomen and pelvis without contrast, impression: nonobstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics added. Essure lot number added. On (B)(6) 2017, patient underwent unilateral salpingectomy. New events abnormal bleeding (vaginal, menorrhagia), dysuria, hives and had not undergone confirmation test were added. Event perforation updated to perforation/migration of essure device- location of device: omentum. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device- location of device: omentum") and ovarian cystectomy ("left ovarian cystectomy") in a 27-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". On (B)(6) 2011, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). On (B)(6) 2014, 3 years 7 months after insertion of essure, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cystectomy (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian cystectomy, hypersensitivity, menstrual disorder, menorrhagia, dysuria, urticaria, depression and anxiety outcome was unknown and the migraine and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-apr-2011: essure device was successfully occluded on 18-jul-2018 : CT abdomen and pelvis without contrast, impression: nonobstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('she did have the right tube and ovary removed secondary to infection (tubo-ovarian abscess)'), fallopian tube perforation ('perforation/ migration of essure device- location of device: omentum') and ovarian cystectomy ('left ovarian cystectomy') in a 23-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives"), anxiety ("mental anguish"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess, fallopian tube perforation, ovarian cystectomy, menstrual disorder, dysuria, urticaria, depression and anxiety outcome was unknown and the hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered anxiety, cystitis, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: no obstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device monitoring procedure not performed, pelvic pain, migration, vaginal bleeding ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report. On 28-jan-2020: pfs received. Date of essure insertion was updated. Reporter details added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('she did have the right tube and ovary removed secondary to infection tubo-ovarian abscess'), fallopian tube perforation ('perforation/ migration of essure device- location of device: omentum') and ovarian cystectomy ('left ovarian cystectomy') in a 23-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test." The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives"), anxiety ("mental anguish"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy one side removal of fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess, fallopian tube perforation, ovarian cystectomy, menstrual disorder, dysuria, urticaria, depression and anxiety outcome was unknown and the hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered anxiety, cystitis, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date:(B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram abdomen on (B)(6) 2018: no obstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific. Hysterosalpingogram on (B)(6) 2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device monitoring procedure not performed, pelvic pain, migration, vaginal bleeding ." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('she did have the right tube and ovary removed secondary to infection (tubo-ovarian abscess)'), fallopian tube perforation ('perforation/ migration of essure device- location of device: omentum') and ovarian cystectomy ('left ovarian cystectomy') in a 23-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives"), anxiety ("mental anguish"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess, fallopian tube perforation, ovarian cystectomy, menstrual disorder, dysuria, urticaria, depression and anxiety outcome was unknown and the hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered anxiety, cystitis, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: no obstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific.. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device monitoring procedure not performed, pelvic pain, migration, vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder infection, uti, vaginal infection, vaginal discharge were added. Outcome for hypersensitivity added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('she did have the right tube and ovary removed secondary to infection (tubo-ovarian abscess'), fallopian tube perforation ('perforation/ migration of essure device- location of device: omentum') and ovarian cystectomy ('left ovarian cystectomy') in a 23-year-old female patient who had essure (batch no: 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). On (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess, fallopian tube perforation, ovarian cystectomy, hypersensitivity, menstrual disorder, menorrhagia, dysuria, urticaria, depression and anxiety outcome was unknown and the migraine and vaginal haemorrhage had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered anxiety, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2018: no obstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific.. Hysterosalpingogram: on (B)(6) 2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device monitoring procedure not performed, pelvic pain, migration, vaginal bleeding. ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical record received. Per medical record, event" she did have the right tube and ovary removed secondary to infection (tubo-ovarian abscess)" was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('she did have the right tube and ovary removed secondary to infection (tubo-ovarian abscess)'), fallopian tube perforation ('perforation/ migration of essure device- location of device: omentum') and ovarian cystectomy ('left ovarian cystectomy') in a 23-year-old female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "had not undergone confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation"), migraine ("migraines"), urticaria ("hives"), anxiety ("mental anguish"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess, fallopian tube perforation, ovarian cystectomy, menstrual disorder, dysuria, urticaria, depression and anxiety outcome was unknown and the hypersensitivity, migraine, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered anxiety, cystitis, depression, dysuria, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date:(B)(6) 2011,(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: no obstructing right lower pole renal stone. Punctate left upper pole renal stone also suspected. No hydronephrosis. Small bowel is fallopian tube ablation coils in the peritoneal cavity. Left ovarian cyst with free fluid in the pelvis. This is nonspecific.. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device monitoring procedure not performed, pelvic pain, migration, vaginal bleeding ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder infection, uti, vaginal infection, vaginal discharge were added. Outcome for hypersensitivity added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.